Manufacturer narrative:
It was reported that a patient underwent a knee arthroscopy partial meniscectomy procedure with a shaver blade aggressive plus formula series red/blue and the tip of the shaver fell off into the patient. Additional information was received on july 22, 2019 that the device was discarded. Since the device was not returned for evaluation, no visual or functional analysis could not be conducted. Therefore, the reported issue could not be confirmed. A manufacturing record evaluation was performed for the finished device lot# 2081940, and no non-conformances were identified. Per the failure mode and effects analysis for orthopedic shavers after risk control measures, the potential cause of fragments of a device break/fall during procedure are device malfunction, physician misuse, misalignment/mismatch of shaft and sleeve. After risk control measures, the risk level is determined to be low/broadly acceptable. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. (B)(4).

Event description:
It was reported that a patient underwent a knee arthroscopy partial meniscectomy procedure with a shaver blade aggressive plus formula series red/blue and the tip of the shaver fell off into the patient. The tip was successfully removed through a trocar, which slowed down the procedure. Another of the same device was used to complete the procedure. There was no patient consequence.